Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. The customer's blood glucose level was 158 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.